Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the audio test failed. A manual sound test was performed and failed. An internal visual inspection was performed and passed. The speaker resistance was measured and failed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be defective speaker assembly. No injury or medical intervention was reported.

Event description:
The complaint states that the screen display was frozen on a mobile application. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).